Manufacturer narrative:
Bayer case number: (B)(4) back pain [back pain] violent muscle pain [muscle pain] itching all over the body [itching all over] dry eyes [dry eyes] decreased libido [libido decreased] weight gain [weight gain] shortness of breath [shortness of breath]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-nov-2025. The most recent information was received on 10-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted (lot no. 697772) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), myalgia ("violent muscle pain"), pruritus ("itching all over the body"), dry eye ("dry eyes"), libido decreased ("decreased libido") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myalgia, back pain, pruritus, dry eye, libido decreased, weight increased or dyspnoea. The reporter commented: patient's current status: currently undergoing examinations for an appointment with the surgeon. Comments: I'm waiting to consult the surgeon for an opinion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Batch number- 697772; manufacture date- 31-dec-2009; expiration date- 31-dec-2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-nov-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Back pain [back pain] violent muscle pain [muscle pain] itching all over the body [itching all over] dry eyes [dry eyes] decreased libido [libido decreased] weight gain [weight gain] shortness of breath [shortness of breath] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted (lot no. 697772) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), myalgia ("violent muscle pain"), pruritus ("itching all over the body"), dry eye ("dry eyes"), libido decreased ("decreased libido") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myalgia, back pain, pruritus, dry eye, libido decreased, weight increased or dyspnoea. The reporter commented: patient's current status: currently undergoing examinations for an appointment with the surgeon. Comments: I'm waiting to consult the surgeon for an opinion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.